Event description:
The patient reported an infection at the receiver site. Antibiotics were prescribed and the patient is healing well. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential root causes. Additionally, severe force applied to the implant (fall, accident), excessive twisting, bending, or stretching, the patient having contraindicating conditions, and the patient touching or picking at the wound have been ruled out. However, multiple tunneling attempts were made between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as multiple tunneling attempts were performed between the two incisions (user error-clinician).